Event description:
It was reported that user faced a lot of resistance while trying to inflate the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.